Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reviewed medical records on 11 may 2018. Left knee revised for pain, medial tibial collapse and aseptic tibial base plate loosening at the cement to implant interface. Femoral and tibial components were revised. Revising surgeon indicated that femur component was well-fixed, but the tibial base plate was completely loose, debonded entirely from the cement mantle. The cement mantle itself was well fixed to the bone, requiring segmental removal. There was a significant medial tibial bone defect from the medial collapse of the tibial prosthesis. All tissues sent for pathology demonstrated no evidence of acute infection. Indicated patella was intact and tracked well, and so was not revised.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthese considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed: 2 unrelated non conformance's on this batch. Micro and sterility tests passed complaints database searched: a complaint database search on the provided lot number found 1 additional reports related to implant loosening. Total for lot number: 1 (com-(B)(4)). Complaints received by cmw in the last 12 months for this issue ¿ by product code: 82 by product family: 136 (49x smartset hv, 87x smartset mv). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.